Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Medical products - biomet m2a magnum taper adapter catalog#: 139256 lot#: 059570. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-03414 & 2017-00775/ 00776).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to alleged pain, metallosis, elevated metal ion levels, and lack of mobility. A review of invoice history confirms the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a right hip revision procedure approximately eight years post-implantation due to acetabular loosening and elevated metal ion levels. During the procedure, murky fluid and the removal of the porous coating from the patient's acetabulum were noted. The acetabular cup, femoral head and taper adapter were removed and replaced.